Event description:
Customer reported a high blood glucose reading of 458 mg/dl. Customer treated with a manual injection. She reported that the blood glucose started to rise immediately after changing the infusion set. Customer removed the infusion set and reported that the cannula was not bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.